Event description:
It was reported a spectrum pump would not turn off. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, will not turn off, was confirmed through review of the event history log, however further testing was unable to reproduce this condition. The log contained several "shut door - power off" and "door jammed" alarms. The reported symptom was caused by the door issues found in the log. Further eval found the door condition to be caused by the door hooks not being properly adjusted. The pump was reworked per baxter's service procedure to ensure the door hooks were adjusted correctly.